Manufacturer narrative:
H4 (device manufacture date) was updated. The reported complaint of "the thermogard xp ivtm system (sn: (B)(6)) displayed tcmid:05 (coolant diff failure) error message" was confirmed based on the event log review but was not confirmed during the functional testing. The investigation revealed a defective lm 34a/b temperature sensor, which most probably caused the console to display tcmid:05 intermittently. The root cause for the defective temperature sensor could be due to normal wear and tear. The thermogard console is a reusable device and was manufactured in november 2011, and it is 9 years old, well beyond its expected service life of 5 years. Visual inspection of the thermogard xp ivtm console was performed, and no issues were observed. The event logs were reviewed and multiple tcmid:05 (coolant diff failure) error messages were observed to have occurred around the customer's reported event date; thus, confirming the reported complaint. The defective lm34 temperature sensor was replaced to remedy the fault. The thermogard system failed the initial functional testing as the console displayed a coolant level low error message and went into standby mode, unrelated to the reported complaint. Investigation revealed that the coolant pump was turning intermittently, and the coolant level was slightly above the required minimum. The coolant level sensor block was inspected, and no issues were found. As a preventative measure, the sensor block's mounting screws were loosened to reposition the coolant block pcb away from the metal frame to prevent a potential short circuit that can result when the pcb contacts the metal frame. In addition, the coolant sensor tunnels were inspected, and it was noted that one of the tunnels was contaminated/clogged with debris, which was removed. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard with serial number (B)(6).

Manufacturer narrative:
The thermogard console in complaint was returned to zoll on (B)(6) 2020 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The thermo-gard xp ivtm system (sn: (B)(4)) displayed tcmid:05 (coolant diff failure) error message during the power on self test (post). Another ivtm system was used to complete patient treatment. No consequences, or impact to the patient.